Manufacturer narrative:
Complained product will not be not available.

Event description:
Plug has burnt - oral-b [device catching fire] . Case narrative: consumer via chatbot stated that the oral-b toothbrush plug burnt. No injury was reported.